Manufacturer narrative:
Part and batch number identified for broken screw; however, will not be returned. If any additional information is obtained, a follow up MDR will be submitted.

Event description:
It was reported: yesterday, one of the shafts broke while using the va handle from the aculoc transit system. Subsequently, when using the next shaft, the head of the second screw became stripped, so it had to be left partially inserted, as it was not possible to either remove it or advance it further.

Manufacturer narrative:
It has been reported to acumed the device will not be returned for evaluation nor has a part or batch number for the screw been identifed. The root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related MDR: 3025141-2026-00275.